Event description:
Initial report: this non-serious case from (B) (6) was received from a physician on (B) (4) 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event (s) following assessment utilizing the company's new device reporting tree - local reference (B) (4). This case involves a (B) (4) female pt who received 5 vials of poly-l-lactic acid (sculptra) therapy, with the last treatment given in (B) (6) 2009. Poly-l-lactic acid was injected into the chin, cheeks, and nasolabial areas. No add'l treatment details were provided. One month ago, the pt developed lumps primarily in the chin and cheekbone areas. Some of the lumps are small and not visible, but two are large and visible. One of the large visible lumps has been excised, and the pt has been referred to a cosmetic surgeon for removal of the other lump which is within her cheek. Relevant medical history and concomitant medication info were not mentioned. Action taken: not applicable. Outcome - not recovered/ not resolved. A ptc (pharmaceutical technical complaint) was initiated: local ptc number (B) (4), global ptc number (B) (4).